Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced defective mesh, mental pain, pain, disability, permanent impairment, loss of enjoyment of life. Post-operative patient treatment included medical treatment.